Event description:
It was reported that the patient's implantable loop recorder (ilr) was removed due to suspected infection. An implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).